Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The battery door was cracked. Event history log showed: primary audible alarm bgnd test. An occlusion test was performed; the reported problem was not duplicated. The root cause of the issue could not be determined; there was no physical or any other damage found on speaker (connector of interconnect board was glued into main board). Action(s) taken to mitigate the reported issue(s): replaced speaker for preventive measure, performed occlusion test and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had primary audible alarm bgnd (background) test. No patient injury was reported.